Manufacturer narrative:
Isi has not received the green sureform 60 reload involved with the reported event. Therefore, the root cause of the customer reported failure mode cannot be determined at this time. The csr provided a few photo images of the green sureform stapler 60 reload involved with the reported event. The photo images appear to show a missing piece from the garage of the reload. In addition, a photo image of the green fragment on the staple line was provided. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. The system logs reveal that the surgeon fired a total of eight sureform 60 reloads (2 green and 6 blue) using two different sureform stapler 60 instruments. Each instrument fired one green sureform 60 reload. All firings in the procedure were completed, and there were no incomplete clamps in the procedure. This complaint is being reported due to the following conclusion: while undergoing a da vinci-assisted sleeve gastrectomy procedure, a fragment from a green sureform 60 reload was allegedly identified on a staple line. In order to remove the fragment, the surgeon created another staple line and transected the staple line in question. As a result, the surgeon indicated that additional tissue was removed that was not part of the planned surgical procedure. However, at this time, the root cause of the customer reported issue unknown.

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy procedure, a fragment from a sureform 60 reload was identified on a staple line. The surgeon reportedly used another reload to create a different staple line and eliminate the staple line with the fragment. The reload fragment was removed during the same surgical procedure. On (B)(4) 2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the surgical procedure. After the surgeon had transected stomach tissue using a sureform stapler 60 instrument, the surgical staff noticed green material ¿encapsulated¿ in the patient¿s tissue. At the time the transection was performed, a green sureform 60 reload was installed. The surgeon created another staple line that was closer to the patient side in order to remove the green fragment form the patient. In doing so, the surgeon removed additional tissue that was not intended to be removed as part of the planned surgical procedure. According to the csr, the surgeon removed a little more than a quarter inch of tissue to remove the fragment. The csr inspected the green sureform 60 reload involved with the reported event and noticed a tiny piece missing. The csr spoke to the surgeon regarding the reported event. According to the surgeon, he had not observed anything abnormal prior to and after transection of the patient tissue. The tissue was not too thick and there was no tissue bunching noted by the surgical staff. There were post-operative complications reported and the surgeon indicated that the patient was recovering well.

Manufacturer narrative:
The sureform stapler 60 reload was returned for evaluation. Failure analysis confirmed the customer reported complaint that a small green fragment had broken off. The reload was found to have a broken piece measuring approximately 0.012 inch x 0.098 inch at the shark fin. The broken piece was not returned with the reload. The reload was also found to have a dislodged cover on one side. The reload had been fired and all pushers were noted to have been deployed. The knife was also at the end of travel. The reload was able to be installed into a stapler instrument even with the dislodged cover, by applying more force than normal. The cartridge fragment likely came from the reload cover being unlatched and thus being harder to install in the instrument and causing the anvil to break off the fragment.

Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received and evaluated a sureform stapler 60 instrument (part # 480460-06; lot #t11180927-0137) from the site. Failure analysis did not replicate the customer reported complaint that ¿green material from the stapler reload was encapsulated in the patient tissue.¿ failure analysis attempted to replicate a fragment from a reload detaching, but was unsuccessful. Per in-house testing, failure analysis took three new green sureform stapler 60 reloads and intentionally dislodged one side of cover. Failure analysis was able to install reloads into instrument, but had to apply more force than usual. Failure analysis fired on a test sheet. Firing paused at the start of all 3 fire attempts, but completed without any errors. The test sheet did not have any cartridge fragments on the staple lines. After completing one of the firings and removing the reload a metal piece fell out of the distal end. It is unknown where the fragment came from. Failure analysis installed a new green sureform 60 reload in normal condition and fired on challenge foam. Foam firing completed with no pauses. The instrument performed as expected, but it is unclear where the metal fragment that fell out during testing came from. The instrument was disassembled to visually inspect all individual sub-components for their possible contribution to the found metal chip/debris. No anomalies and/or defect/deformation/wear were found on these parts. Failure analysis physically straightened the metal chip/debris to enable dimensional measurement. The fragment measured approximately 0.427" by 0.047¿ at the largest end of shape, and 0.006 - 0.0065" thickness. Material analysis found the debris to be likely 301 ss (stainless steel). Based on the additional information provided, this complaint will remain reportable due to the following conclusion: while undergoing a da vinci-assisted sleeve gastrectomy procedure, a fragment from a green sureform 60 reload was allegedly identified on a staple line. In order to remove the fragment, the surgeon created another staple line and transected the staple line in question. As a result, the surgeon indicated that additional tissue was removed that was not part of the planned surgical procedure. However, at this time, the root cause of the customer reported issue still unknown.